Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that right at the first, patient stated that after implant they were using the patient programmer and thought that they could just put the patient programmer away and stim would stay on, but at their follow-up appointment, the healthcare professional (hcp) said that the stim was off. Patient stated they did not know they shut stim off and doesn't remember how it shut off. Patient reported the device did not work with the ins off, but once the ins was turned on they had symptom relief. No further complications were reported or anticipated. [Please refer to pe 703183635 for event pertaining to aching incision; burn/sting with bm]